Manufacturer narrative:
(B)(4). Type of investigation - device history record (DHR) review: based on the results of the investigation, all released devices from the associated work order (s), including the suspected device, have been manufactured within established process parameters; and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Claim# (B)(4).

Event description:
The reporter indicated that a 13.2mm vticmo13.2 implantable collamer lens of -10.0/2.5/087 (sphere/cylinder/axis) was implanted into the patient's right eye (od) on (B)(6) 2022. During surgery the doctor noted that the lens had no axis alignment marks. On (B)(6) 2022 the lens was exchanged and the problem resolved. Cause of event was unknown.